Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 power supply was adjusted during the service call. The sys was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9900 system had a control panel error and locked up during a case. No pt injury was reported.